Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to a refractive surprise. Another johnson & johnson pcb00 lens was implanted as a replacement (different model, different diopter size, 23.5 diopter). There was no medical intervention and post-procedure outcome was reported as patient is well. No further information is available.

Manufacturer narrative:
Additional information: ethnicity: unknown as information was asked but not provided. Date of event: unknown, not provided, but the best estimate date is between 09-aug-2021 and 15-nov-2021. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: ethnicity: unknown as information was asked but not provided. Date of event: unknown, not provided, but the best estimate date is between 09-aug-2021 and 15-nov-2021. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to (B)(6) surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to a refractive surprise. Another (B)(6) pcb00 lens was implanted as a replacement (different model, different diopter size, 23.5 diopter). There was no medical intervention and post-procedure outcome was reported as patient is well. No further information is available.

Manufacturer narrative:
Product investigation results was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 06-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. The lens diopter results obtained from the miq electronic system show that this po was released within diopter specifications. Historical data analysis: a search of complaints revealed that three (03) additional complaint folders were found as part of this production order (po) number. The complaint issues reported are not related; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.